Event description:
It was reported the pt experienced a loss of stimulation on the right side. Diagnostic testing revealed an invalid contact. The sjm rep attempted to reprogram around it. The left side coverage was effective but reprogramming was unsuccessful with the right sided coverage. The pt will meet with the surgeon for further eval. Follow-up identified surgical intervention will be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.